Event description:
The hcp reported impedance readings >2000 ohms on all or some of the unipolar pairs. The extension had been replaced. A MFR rep instructed the caller to check the lead/extension connections. Everything appeared to be normal, however, the impedances remained >2000 ohms at a current of 7.5 ua. The hcp believed that the lead was damaged and planned to replace it. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.